Event description:
Pt ventilator ceased operation during ventilation, causing respiratory failure. Unit alarmed as designed notifying staff of ventilator condition. Preliminary analysis of ventilator revealed unrecoverable power 73 error code.